Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas indicating that the patient had just gotten out of the hospital. The no additional information was provided at the time of the initial contact. Animas successfully contacted the patient¿s approved contact on (B)(6) 2014. The reporter indicated that the patient was hospitalized and diagnosed with diabetic ketoacidosis. The reporter indicated that a case worker indicated that the issue may have been related to the insulin pump or possibly the infusion set. The reporter indicated that when the site was removed the cannula was found to have been sitting on the skin instead of being inserted into the patient¿s skin. The reporter also indicated that the patient was growing and likely needed pump settings adjustments; the reporter indicated that the patient was placed on a 7 day continuous glucose monitor to review the patient¿s pump settings for ongoing elevated blood glucose levels. The reporter declined additional troubleshooting of the event indicating that the issue was under control. Animas does not manufacture the patient¿s infusion set. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis and the patient's need for settings adjustments and the use of the pump could not be ruled out as a possible contributor to the event.